Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading during the 911 all was 40 mg/dl. The customer stated that she was hospitalized due to a urinary tract infection. The customer had symptoms such as severe headache and elevated blood pressure. The customer was treated with oral antibiotics.